Event description:
It was reported that the patient underwent revision knee surgery following a periprosthetic fracture of the tibia, during which all prosthetic components were removed. Approximately 25 days post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name#: oxf twin peg cmntls fmrl sm; item number#: 161473; lot number#: 67115595. Item name#: oxf anat brg lt sm size 4 PMA; item number#: 159541; lot number#: 67501138. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.